Event description:
On april 20, 2026, senseonics was notified of an unsuccessful attempt to remove a patient's sensor. The patient reported that the health care professional (hcp) was unable to locate the sensor. On (B)(6) 2026, the sensor was successfully removed using ultrasound and a magnet for improved localization.

Manufacturer narrative:
The patient has since resumed normal use of the system with a new sensor. Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.